Event description:
It was reported that the tip of the inserter broke during use. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4). Device not returned to the MFR for evaluation. The visual examination shows that inferior tang is broken off. The fracture surface suggests a quasi-brittle fracture, consistent with excessive bending force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.